Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 7 months later, the patient suffered target vessel mi. Event treated with hospitalization, change in medication and revascularization of the 1st diagonal. Patient recovered. The investigator assessed the event as not related to the anti-platelet medication or the device. The sponsor assessed the event as possibly related to the device and not related to the anti-platelet medication.